Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle device was used in the upper lobe of the left lung during an endobronchial ultrasound transbronchial needle aspiration (ebus-tbna) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the sheath adjust feature was difficult to move, the needle punctured the sheath, and the tip of the needle was observed to be bent. The device was removed from the patient and the procedure was completed with an olympus ebus-tbna device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device noted that the tip of the needle was barbed, the sheath was free of any punctures and the needle was bent at the distal end of the handle. A functional evaluation found that resistance was encountered as the handle was actuated, and the needle was difficult to extend and retract. The functional evaluation also noted no issue with the sheath length adjust; it would slide in and out of the handle smoothly and could be locked and unlocked without any difficulty. The failures observed in the investigation are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle device was used in the upper lobe of the left lung during an endobronchial ultrasound transbronchial needle aspiration (ebus-tbna) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the sheath adjust feature was difficult to move, the needle punctured the sheath, and the tip of the needle was observed to be bent. The device was removed from the patient and the procedure was completed with an olympus ebus-tbna device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.